Event description:
Per circulating rn report: "pt 3 months ago had new vns generator placement here at (B)(6). Pt returning for revision of vns lead due to continued issues of vns device. Testing by cyberonics rep in or showed resistance in existing lead. Surgeon found a fracture in the present lead that had not been revised 3 months ago. Following replacement with new lead connected to generator placed 3 months ago still showed high impedence (poorly functioning generator). New generator placed and connected to new lead. Removed lead: 302-20 sn: (B)(4) - also removed generator: 105 sn: (B)(4)." Event abated after use.